Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial oversensing. Upon review, technical services (ts) stated that were was ab atrial tachy response (atr) episode which appeared to be crosstalk oversensing. All lead measurements were within the normal range. There was far-field oversensing seen on the presenting electrogram (egm). The patient was symptomatic. This device currently remains in service. No adverse patient effects were reported.